Event description:
End users' husband alleges that the brake was being locked and noticed that the bolt had broken (believes broken when released the brake) on the right side...currently part of the bolt is still stuck in the chair and unable to get out.